Event description:
It was later reported that patient had been in withdrawal since (B)(6). The patient had muscle cramps in the back of his legs, nausea, hair loss on his arm and head, and impaired vision, including black spots, especially in the periphery. The patient also had severe headaches and the smell and taste of chemical, which the healthcare provider (hcp) stated were due to low spinal fluid. The hcp did a dye test and the dye was in a pocket of fluid behind the pump. This was confirmed on the thursday prior to the report. A catheter disconnection and catheter leak were reported, however, it was unclear which occurred. It was unknown when the hcp would surgically address this issue. The patient was taking oral morphine to address the pain issue. The device system was used to deliver ¿hydromorphine¿ at 1.68/day. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient ¿never had any volume discrepancies¿ (in letter residuals were 18cc actual and matched telemetry as expected). It was stated that dye study showed that the medication was being delivered subcutaneously and not to the it space. This caused the patient to have withdrawal symptoms and explained why the reservoir volumes were accurate. Symptoms reported to them were swelling around the pump, increased pain, sleeplessness, and irritability. She could not confirm if the catheter had a tear or fracture that caused the medication to be delivered subcutaneously. The reporter had no further information.

Manufacturer narrative:
Product ID 8578 lot# n166718008, implanted: 2008 (B)(6); product type accessory product ID 8 709 lot# serial# (B)(4), implanted: 2006 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. It was reported that the cause of the event was the catheter. It was indicated that there was an occlusion with an inability to aspirate. On (B)(6), there was a decrease in "pump fx". Five days later, there was a decrease in withdrawal symptoms. About three weeks later, the residual volume was 0cc, but 18 cc was shown with telemetry. During the next week, the basal rate of medication was decreased and the patient was put on oral medications. Six days after that, an intrathecal dye study was done with a pump myelogram. It was indicated that, one month later, a replacement surgery was performed on (B)(6). It was also indicated that a replacement surgery had taken place on either (B)(6) or (B)(6). The patient had presented with withdrawal and swelling and hospitalization was required for the event. It was reported that there was no patient injury and the patient recovered without sequela. The device system was used to deliver hydromorphone.